Event description:
It was reported to philips that system was unable to do cine. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during vascular treatment. The procedure was aborted. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to do cine. Review of the log file shows error "xgc: tube current out of range. Error r8.2 - frontal.". Upon troubleshooting, the philips field service engineer (fse) went onsite, checked the system log file and found a clm flow error related to the "tube cooling unit.". Error r8.2 - frontal.". To resolve the issue, fse filled the tube cooling unit with oil up to the top and monitored the flow switch voltage. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.